Event description:
It was reproted that this valve was explanted due to severe aortic stenosis with heavy calcification and pannus formation after 7 years and 2 months implant duration. No further information was provided.

Manufacturer narrative:
Device not returned.